Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. The reported event of loss of connection is reportable based on the finding of the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.